Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Customer¿s blood glucose (bg) level was 138 mg/dl to "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.